Event description:
It was reported that the charger for an ilet bionic pancreas did not charge when the user attempted to charge the device in their lap, and the issue resolved when instructed to place the device on a flat surface, remove the case, and orient it face up. Symptoms included no adverse clinical effects. Outcomes included no impact on health status or daily activities.

Manufacturer narrative:
Investigation included customer interview and on-call troubleshooting. Investigation of this case revealed normal device function after proper charging setup and user technique as the likely cause. It was concluded that the device operated within specifications and that user education resolved the reported problem.